Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open and displayed the error message: ¿requires maintenance'. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 5 was failed. A field service engineer (fse) found medication jammed behind a tray which was pushing the door outward preventing the latch from operating correctly. So, the fse removed the jammed medication. After that the fse verified that each door on this station was rubbing against its opposite, so the fse readjusted the screws for each door to provide smoother open/close operation, and the service was restored. The system functioned as intended after the field service engineer repaired the device.